Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery. Subsequently, the customer experienced a blood glucose (bg) level of 600 mg/dl and a large ketone level identified as dangerous. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, fluids, and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.